Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the black and white power cable of the system controller was damaged. The controller was replaced and a new back-up controller was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: fluid ingress and slightly elevated resistances in the underlying wires of the power cables. The reported event of damage to the black and white power cables of the system controller was confirmed via analysis of the returned system controller. The heartmate 3 system controller (serial number (B)(6)) was returned to abbott and a log file was downloaded. The downloaded log file labeled from the returned system controller combined data spanning approximately 7 hours on (B)(6) 2022 days (04:32:47 ¿ 11:18:43 per the timestamp). Additional events were captured on (B)(6) 2022; however, these were consistent with data captured during testing while the controller was at abbott for analysis. There were no notable atypical alarms active in the log file. Additionally, the system controller was functionally tested. The controller power cables were visually observed and damage to the polyurethane jacket and strain relief were observed, confirming the reported event. The controller was then connected to a mock loop for an extended period time with no issues or alarms active, despite the damage to the power cables. The controller operated as intended. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped from abbott on 05dec2016. Heartmate iii instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate iii patient handbook under section 7 alarms and troubleshooting¿ cover all alarms (visual and audible). Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.